Event description:
The customer reported having no function with the device. No pt involvement was reported.

Manufacturer narrative:
(B)(4).the customer reported having no function with the device. No pt involvement was reported. The device was evaluated by a philips fse. The symptom was verified. The keyscan pca was replaced to resolve the issue.